Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the amount of insulin shown on the insulin pump display screen did not match the amount of insulin in the reservoir. Customer's blood glucose was not known. The device will not be returning for analysis at this time.